Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event occurred on an unspecified date and involved a 114" 10 drop primary set w/3 microclave®, remv 3-port nanoclave® manifold w/check valve, spin luer, 1 ext where the customer reported that the device broken. It was unknown if there was any patient involvement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
One photo was shared by the customer, where a broken off component is shown, no additional damage or anomalies are observed. One used list # am3011 was returned for evaluation. As received, there was a crack on the female luer adaptor fill, and the thread of the male luer where the female luer is connected was visually inspected and no damage thread or anomaly was observed. The male luer iso was measured and barely passed the dimensional. The complaint of crack can be confirmed. The probable cause is due to a manufacturing molding defect issue. A DHR lot # review could not be conducted because no lot number was identified. D9 - date returned to mfg: 02may2025. Corrected information can be found in e4 - initial report sent to FDA.